Event description:
The lead was explanted on (B)(6) 2011 due to infection. The procedure took place at (B)(6) hospital. The physican was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).